Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that during surgery in 2008, the product solidified in 5.5 minutes after mixing for 4 minutes at 24 degrees c. The surgeon gave up implanting the device. He then implanted a smaller size with new cement. Because the second cement solidified in 9.5 minutes after mixing, the surgeon complained that the 1st cement was defective. There was an unknown delay in surgery due to the event.